Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 7 failed to open. The customer stated that there was a delay in the dispensing of the medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was jammed in full height drawer. A field service engineer removed bad cubie from drawer and reseated all connections to drawer and reseated all connections to the other drawer which was not on the bus to resolve the issue. The system functioned as intended after the field service engineer repaired the device.